Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beeping tones associated with a recorded high out of range shock impedance measurement. The patient was noted to be active in sports that use their shoulder joint frequently. Rhythmcare recommended performing an x-ray to evaluate system placement. This system remains in service. No adverse patient effects were reported.